Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The force sensor test error reported by the customer was evidenced in the event history log (ehl). The error was not reproduced during functional testing. The investigation concluded that the error was produced because the end user manipulated the pump during it self-test. The error could have been cleared if the biomed code was entered. While the error itself was confirmed via the ehl, the root cause was a user interface issue. The error was cleared, and the pump underwent routine preventative maintenance.

Event description:
It was reported that the medfusion pump produced a force sensor test error. No patient injury or complications were reported in relation to this event.